Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37081-60, serial#: (B)(4), product type: extension. Product ID: 37081-60, serial#: (B)(4), product type: extension. Device analysis for ins nkl114326s revealed no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the patient experienced inadequate pain control. It was unknown when this started. There was no patient death or injury. The implantable neurostimulator (ins) was explanted. It was noted that a intrathecal pump was implanted. The patient recovered without sequela.